Event description:
It was reported that the event occurred while in the cardiac care unit (ccu) approx a week after intra-aortic balloon pump (iabp) therapy was initiated. The intra-aortic balloon (iab) was inserted through the teflon sheath via left femoral artery with no issues. The pump gave an alarm; however, the nurse did not check the type of the alarm and called a medical engineer. The medical engineer found the pump was running on battery power even though the ac cord was plugged into an active ac power source. As a result, the pump was switched out to a competitor maquet pump successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.